Event description:
The reservoir came out of the pump infusing 30u to 50u of insulin. Customer was unsure of how low the bgs actually were. Stated that the reservoir door was not broken. Also stated that the md was called to find out when to reconnect to the pump.